Event description:
The customer initially reported they received an error message from the forcefx generator and the pencil couldn't be used. Initial testing of the incident pencil found it to self-activate.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.